Event description:
The customer states that in 2008 the cell-dyn sapphire analyzer generated a wbc result of 30,400/ul on an ER patient experiencing abdominal pain. The patient sample was repeated under resistance mode and the patient tested at 32,100/ul. A wbc result of 30,400/ul was reported. The patient was referred to a surgeon who examined the patient and stated that surgery was not warranted. The wbc result was considered erroneous. The following day, the patient was tested on the cell-dyn ruby analyzer which generated a wbc result of 8,610/ul. Due to the discrepancy in wbc results from both the analyzers, the customer performed a manual slide review on the patient sample from event date. The results from the manual slide review did not correlate with the cell-dyn sapphire result that was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.